Event description:
Customer called to report a high blood glucose levels of 491 and 501 mg/dl. Customer's current blood glucose reading was 457 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).